Event description:
Heartmate ii controller "red heart" alarmed and the system monitor displayed a "change controller" message. The bedside nurse assessed the patient, who was asymptomatic with heartmate ii flows and rpm's that correlated with his settings. She discussed the procedure for changing and controller with several of her colleagues and then changed the controller without incident. She then paged the oncall perfusionist and a new backup controller was programmed and left at the patient's bedside.waiting for thoratec investigation results.